Manufacturer narrative:
E.1 initial reporter address 1: (B)(6).

Event description:
It was reported that a dissection occurred. The 80% stenosed, mildly tortuous and moderately calcified target lesion was located in the proximal left anterior descending (lad) artery. The lesion was pre-dilated with a 2.50 x 8 mm non-compliant balloon. A 3.00 x 16 promus premier select was then deployed at 16atm for 10 seconds and post-dilated with a 3.00 x 8 mm non-compliant balloon. A type b, proximal stent edge dissection was noted. A 3.00 x 12 promus select was deployed at the left main proximal lad to cover the dissection. The procedure was completed successfully and the patient was stable post-procedure.